Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient is experiencing severe pain at the ipg site and is unable to ambulate due to the pain. The pain is present whether the system is turned on or off. The patient declined reprogramming and requests the scs system to be explanted. Surgical intervention may be pending to address this issue.